Event description:
The pt was revised due to catastrophic poly wear. Component in several pieces. The component is the same still implanted in the other side. The surgeon will try to get implant records to determine mfg date of the glenoid still implanted.